Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink was observed on the proximal end of the capsule. The plunger tube was slightly bent. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the device did not reveal any gross visual anomalies that would contribute to the clicking at deployment. Deployment difficulties will continue to be monitored for potential root causes or contributing causes.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the delivery catheter system (dcs) during the initial deployment of the valve started clicking immediately. The dcs continued to click and the valve would not deploy. The capsule did not retract at all. The deployment was abandoned and the valve and dcs were removed. A new valve was loaded on a new dcs and implanted successfully. It was noted that no clicking was noticed during the loading process. It was also noted that the patient had a native 59 degree aortic root angle. The first valve was discarded by the physician. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned and the evaluation is in progress. Once the evaluation and investigation is complete a supplemental report will be submitted. (B)(4).